Manufacturer narrative:
H3/h6: the system was serviced in the field and failed testing due to the system being stuck on initialization mode. It was determined that the isolated board was the root cause of the issue as it was receiving power but was not outputting power. There were no led lights on the board. The board was replaced and the failure was resolved. System functionality was confirmed. Codes b01, c02, and d02 are applicable. The board was returned and analyzed. The complaint was confirmed. Visual inspection showed components r20, r21 and c13 were electrically over stressed. The board was unable to be bench tested due to the over stressed components. Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000225, serial/lot #: (B)(6) ymh rev. T, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that upon booting, the system was stuck in initialization. There was no patient involvement.